Manufacturer narrative:
On 24-nov-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During a visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A second product was received (7713736). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 450cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively. The issue was diagnosed via virtual exam. The patient underwent bilateral explantation and replacement with unknown devices on (B)(6) 2020. Follow-up are in progress. Supplemental report will be submitted when additional information is received.

Manufacturer narrative:
On november 22, 2021, mentor became aware that the date of bilateral replacement surgery with catalog 3502600; serial number (B)(6) on the left side, and with catalog number 3502600; serial number (B)(6) on the right side was (B)(6) 2021. Hence, field d6b on this form have been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).